Event description:
A surgeon reported that the vitrectomy mode was not working during a vitrectomy procedure. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause cannot be determined conclusively. (B)(4).